Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device expulsion ("one of the coils was not found and had apparently came out") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 689942) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, cholecystectomy, gravida ii and parity 2. Previously administered products included for prevent pregnancy: mirena; for an unreported indication: oral contraceptive nos. Concurrent conditions included obesity, hypertension, anxiety and irregular menstrual cycle. Concomitant products included alprazolam (xanax), fluoxetine hydrochloride (prozac), levonorgestrel (mirena) and oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain") and back pain ("back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy) and surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed in 2013. At the time of the report, the pelvic pain, device expulsion, genital haemorrhage, migraine, headache, fatigue, weight increased, abdominal pain lower and back pain outcome was unknown and the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, back pain, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 278 lbs. 3 trailing coils. Insertion date provided as 2012, in mr procedure given in 2010 (discrepancy noted) discrepancy noted in essure removal date. It was 2013 as per previous version. Per pfs: 21apr2011; total hysterectomy (uterus and cervix removed) and in 2013 bilateral salphingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; in 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device expulsion ("one of the coils was not found and had apparently came out") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 689942) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, cholecystectomy, gravida ii and parity 2. Previously administered products included for prevent pregnancy: mirena; for an unreported indication: oral contraceptive nos. Concurrent conditions included obesity, hypertension, anxiety and irregular menstrual cycle. Concomitant products included alprazolam (xanax), fluoxetine hydrochloride (prozac), levonorgestrel (mirena) and oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain") and back pain ("back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed in 2013. At the time of the report, the pelvic pain, device expulsion, genital haemorrhage, migraine, headache, fatigue, weight increased, abdominal pain lower and back pain outcome was unknown and the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, back pain, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 278 lbs. 3 trailing coils. Insertion date provided as 2012, in mr procedure given in 2010 (discrepancy noted) discrepancy noted in essure removal date. It was 2013 as per previous version. Per pfs: (B)(6) 2011; total hysterectomy (uterus and cervix removed) and in 2013 bilateral salphingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; in 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-oct-2018: pfs received. Lot number was added. Implanted date updated. Concomitant drugs and lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device expulsion ("one of the coils was not found and had apparently came out") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, cholecystectomy, gravida ii and parity 2. Previously administered products included for prevent pregnancy: mirena; for an unreported indication: oral contraceptive nos. Concurrent conditions included obesity, hypertension, anxiety and irregular menstrual cycle. Concomitant products included alprazolam (xanax) and fluoxetine hydrochloride (prozac). In 2010, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and weight increased ("weight gain"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain") and back pain ("back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed).) And surgery (total hysterectomy (uterus and cervix removed).). Essure was removed in 2013. At the time of the report, the pelvic pain, device expulsion, genital haemorrhage, migraine, headache, fatigue, weight increased, abdominal pain lower and back pain outcome was unknown and the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, back pain, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 278 lbs. 3 trailing coils. Insertion date provided as 2012, in mr procedure given in 2010 (discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - in 2012: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines, headaches, dysmenorrhea (cramping), fatigue, weight gain, lower abdominal pain, back pain, one of the coils was not found and had apparently came out", reporter added from pfs. Concomitant and historical condition added from medical record. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2011. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.